Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the top right arrow and 7 key doesn't work on the keypad. There was no patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, g5, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/27/2019 to present date 12/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the top right arrow and 7 key doesn't work on the keypad. There was no patient involvement.